Manufacturer narrative:
B3/d10: the event occurred in december 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was pulled out below the lowest port closest to the patient. This occurred approximately 8 minutes into treatment. The tubing contained an unspecified antibiotic. The infusion was stopped and replaced with new tubing and a new antibiotic to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.